Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 30mg/dl. Customer stated that they also had blood glucose like 47mg/dl, 73mg/dl, 90mg/dl and 100mg/dl. Customer was treated with hershey kiss. Customer¿s current blood glucose was 74mg/dl. Insulin pump will be returned for analysis.